Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported failure was verified to a defective integrated circuit on the digital board. The digital board was replaced to remedy. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.